Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a watchdog timeout alarm. Her blood glucose level was 115 mg/dl. The customer's belt clip broke, as the insulin pump fell out of the belt line. The insulin pump seemed to be stuck on the self-test dark display. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty on the interface board. Unable to verify alarm due to full segment display. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.